Manufacturer narrative:
The patient weight is unavailable from site. The suspect device lot number and manufacture date is dependent on the return of device to manufacturer. No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
Suspect device was originally reported to be straight suction, axiem, but information provided on (B)(4) 2013 made it clear that the fusion navigation system was the suspect device. A surgeon at the site informed a medtronic representative that navigation is inaccurate with the system, not just the straight suction. Another system is being loaned to the site until the cause of the inaccuracy can be determined/removed.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess) procedure, the system became inaccurate 2-3mm to the left further into the anatomy in the posterior direction. This occurred only with the straight suction, but the straight probe had good accuracy and tracer pattern used was determined good. The surgeon completed the ent procedure with the use of the fusion navigation system. There was no negative impact on the patient outcome reported.

Manufacturer narrative:
A medtronic rep went to the site and found the endoscope and debrider cables were causing interference. Once the cables were moved the system functioned properly. Software is functioning as designed.